Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm and damaged pump case, loss of communication. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-7811na, mmt-1780kpk, mmt-7020a. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. Product return requested for mmt-7811na. The customer declined to return or is unable to return. No product return is required for mmt-1780kpk. No product return is required for mmt-7020a.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thus. A review of the pump history file reveals during (B)(6) 2024 there were ten (10) no delivery (insulin flow blocked) alarms (1x (B)(6) 2024). Additionally, there were two (2) low battery alerts (B)(6) 2024. No excessive or unusual power/battery-related alarms were noted in the history files. The pump was paired with a guardian link 3 (gl3) transmitter (gt-7771730n) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored for a day while connected to the transmitter and the test plug no unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Damage on the pump case is confirmed. Short battery life, unable to connect to a sensor, and unexpected insulin flow blocked alarm complaints are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.